Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
It was reported through the submission of a revision implant sheet that the patient's right hip was revised. Rep reported that patient was non-compliant after a hemi hip arthroplasty, fell out of her bed, dislocated (head from bipolar component) and suffered a fractured acetabulum. Surgeon converted the patient to a total hip.